Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 360 units of insulin. The customer stated that when the insulin gauge displayed 0 units remaining, the customer was able to remove approximately 100 units of insulin from the cartridge. The customer's blood glucose level was 131 mg/dl. Tandem technical support was unable to perform troubleshooting as the events had occurred in the past. Recommendation was made to fill the cartridge with no more than 300 units per pump labeling instructions.